Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, heavy calcification and 90% stenosis. The nc tenku balloon ruptured during the second inflation at 18 atmospheres (atm). The physician commented that the balloon rupture was assumed to be due to the heavy calcified lesion. The target lesion was expanded to an adequate level and no additional dilatation was performed. There was no resistance during advancement or removal of the device. No adverse patient effects were reported. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.